Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy skin irritation under their breast from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient that they could remove the lifevest whenever someone was with them. Outcome of the irritation is unknown.